Manufacturer narrative:
Subsequent to the event, a new tubing set was primed, which the nurse was able to connect with no issues. The device evaluation was completed. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional tests were performed which included pressure test and clear passage tests and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a connection issue; further described as the tubing of the set would not twist on to the patient's intravenous (IV) port. It was further reported that the tubing was connected to the patient's second IV site, however after infusion was started the tubing had come off the IV port. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.